Event description:
It was reported that the tubing of a potassium infusion was noted to have separated and leaked from the male luer while connected to a patient. Some of the medication spilled into the bed. There was no harm.

Manufacturer narrative:
The customer¿s complaint that the tubing separated and leaked was confirmed. During visual inspection, it was noted that the vinyl tubing is completely separated from the male luer. Visual inspection under magnification noted that neither end of the vinyl tubing had had solvent applied at the engagement during manufacturing process. The tubing was within dimensional specification. The root cause of the tubing separating and leaking was a manufacturing issue due to no solvent having been applied at the junction of the vinyl tubing.

Manufacturer narrative:
Concomitant medical products: 50 ml baxter bag, lot p385732, exp oct2019, potassium chloride; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing of a potassium infusion was noted to have separated and leaked from the distal part of the male luer while connected to a patient. There was no harm.